Event description:
The patient underwent a hysterectomy procedure on (B)(6) 2012 and suture was used. The suture and needle separated during use. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the complaint sample could not be tested as the returned sutures were in broken condition and the needle was not available for inspection. Representative samples from the same lot number as the actual device were evaluated. No device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.